Event description:
Boston scientific received information that during a one week post implant visit, this left ventricular lead displayed loss of capture at 7.5v at 0.5ms. An x-ray was performed. It was determined this lead was dislodged. A revision procedure is intended in the future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As of this date, this lead remains implanted. Should additional information become available, this event will be updated.

Event description:
(B)(6) month(s) later, a revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient symptoms were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.